Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. A 6.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. However, while dilating the balloon using the inflator, the center part of the balloon burst, and the contrast agent leaked out without dilatation. After several attempts to dilate, the contrast agent continued to leak out and the balloon was not dilated. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
D2b - pro code (product code): dqy.

Manufacturer narrative:
D2b - pro code (product code): dqy device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 40 atmospheres as per athletis specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 14mm distal from the proximal markerband. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. A 6.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. However, while dilating the balloon using the inflator, the center part of the balloon burst, and the contrast agent leaked out without dilatation. After several attempts to dilate, the contrast agent continued to leak out and the balloon was not dilated. The procedure was completed with another of the same device. No patient complications were reported.